Event description:
A health care professional reported that during intraocular lens (iol) implantation, the lens did not deploy correctly. It was discarded.additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; it was discarded. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).